Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device / migration of essure device location of device: uterine cavity/ essure coil embedded in uterine cavity"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy and irregular bleeding") in a 34-year-old female patient who had essure (batch no. A466674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2001, (B)(6) 2006 ) and hematuria in 2007. Previously administered products included for birth control: oral contraceptive in 2013; for contraception: mirena. Concurrent conditions included leukorrhea since (B)(6) 2013. Concomitant products included ibuprofen and vicodin (lortab). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/ lower quadrant pain"), pelvic pain ("chronic pelvic pain / pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes") and allergy to metals ("allergic reactions associated with a nickel allergy"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and postpartum haemorrhage ("had heavy bleeding after last baby was born"). Last menstrual period and estimated date of delivery were not provided. The patient had left essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysteroscopic removal of essure coil (right) on (B)(6) 2013). On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, urticaria, rash, allergy to metals, menorrhagia, vaginal haemorrhage and postpartum haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, menorrhagia, migraine, pelvic pain, postpartum haemorrhage, pregnancy with contraceptive device, rash, urticaria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : essure deployed without difficulty, right tubal ostium ¿ 4 trailing coils in uterus, left tubal ostium ¿ 1 trailing coil in uterus. Removal details : hysteroscopic removal of intrauterine foreign object. The essure coil was identified and followed from beginning till end. The tip was grasped with the hysteroscopic forceps and removed from the uterine cavity in total without difficulty. Findings: normal appearing uterine cavity with a dislodged essure coil. No other abnormalities noted. Patient underwent a tubal ligation in (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: amenorrhea, fetal viability. (B)(6) 2013: hysterosalpingogram (hsg): results: unilateral occlusion (left tube occluded), migration of essure device, other (please describe) partially embedded in right lateral lower uterine segment. Concerning the injuries reported in this case, the following ones were described in patients medical records: pelvic pain, pregnancy with contraceptive device, uterine perforation, genital haemorrhage. Most recent follow-up information incorporated above includes: on 12-apr-2018: events"menorrhagia, pregnancy (no complications), migration of essure device location of device: uterine cavity, heavy bleeding, device ineffective, abnormal bleeding (vaginal), had heavy bleeding after last baby was born" from pfs, concomitant , historical condition, lab data reporter added from medical records. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device / migration of essure device location of device: uterine cavity/ essure coil embedded in uterine cavity"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy and irregular bleeding") in a 34-year-old female patient who had essure (batch no. A466674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2001, (B)(6) 2006) and hematuria in 2007. Previously administered products included for birth control: oral contraceptive in 2013; for contraception: mirena. Concurrent conditions included leukorrhea since (B)(6) 2013, endometriosis and post procedural bleeding. Concomitant products included ibuprofen and vicodin (lortab). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/ lower quadrant pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes") and allergy to metals ("allergic reactions associated with a nickel allergy"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced postpartum haemorrhage ("had heavy bleeding after last baby was born"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysteroscopic removal of essure coil (right) on (B)(6) 2013). On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, urticaria, rash, allergy to metals, menorrhagia, vaginal haemorrhage and postpartum haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, menorrhagia, migraine, pelvic pain, postpartum haemorrhage, pregnancy with contraceptive device, rash, urticaria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : essure deployed without difficulty ,right tubal ostium ¿ 4 trailing coils in uterus ,left tubal ostium ¿ 1 trailing coil in uterus. Removal details : hysteroscopic removal of intrauterine foreign object. The essure coil was identified and followed from beginning till end. The tip was grasped with the hysteroscopic forceps and removed from the uterine cavity in total without difficulty. Findings: normal appearing uterine cavity with a dislodged essure coil. No other abnormalities noted. Patient underwent a tubal ligation in (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: amenorrhea, fetal viability (B)(6) 2013:hysterosalpingogram (hsg) : results :unilateral occlusion (left tube occluded), migration of essure device, other (please describe) partially embedded in right lateral lower uterine segment. Concerning the injuries reported in this case, the following ones were described in patients medical records: pelvic pain, pregnancy with contraceptive device, uterine perforation, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/ lower quadrant pain"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes") and allergy to metals ("allergic reactions associated with a nickel allergy"). The patient was treated with surgery (pelvic surgery). At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, urticaria, rash and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, migraine, pelvic pain, rash, urticaria and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event severe cramping, chronic pelvic pain, abdominal pain, lower quadrant pain, heavy and irregular bleeding, migraines, hives, rashes, and other allergic reactions associated with a nickel allergy,and migration/perforation of the essure device was added and event injury nos deleted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.